Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis was attributed to lack of handwashing by the patient which is evident in the culture result of e coli and klebsiella pneumoniae. Both organisms are part of the normal flora of the intestine and found in feces and can be spread due to improper hygiene. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient is battling an infection and is taking antibiotics per the peritoneal dialysis registered nurse (pdrn) recommendation. The patient has been experiencing very cloudy effluent. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the patient presented to the pd clinic on (B)(6) 2020 with cloudy pd effluent and a sore abdomen. A pd effluent culture was obtained which resulted positive for growth. The final culture results from (B)(6) 2020 showed escherichia coli (e coli) and klebsiella pneumoniae. The patient was administered antibiotic therapy with intraperitoneal (ip) gentamycin 80mg once per week. The patient did not require hospitalization. Per the pdrn, the cause of the peritonitis has been attributed to lack of handwashing by the patient. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.